Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the atrial lead into the device atrial port. The lead was able to be connected to a different device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).